Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, there were malformed staples deployed and the legs were irregular. Changed to hand sewing to complete the procedure. No adverse event on the patient. As the patient had hepatitis, the samples had been discarded.